Event description:
Mes. Not switching on, restarted 2 times and, reached 0 and then froze. Complete shutdown and the same has happened. Initial report text: it was reported to philips that the system did not bootup, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found system did not bootup. After reviewing the log file, there is malfunction of the flex vision pc. The cause of the flex vision pc failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced the flex vision pc, reloaded system software. After replacement of flex vision pc and reloaded system, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.